Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was noted by the customer that the battery was low. There was no pt involvement.